Manufacturer narrative:
Laboratory analysis summary the device related to the reported events capsular contracture was received on oct 09, 2024 with lot number 346653. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure 1 opening, broken device, creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported removal of the device. Healthcare professional later reported right side capsular contracture, baker grade IV, diagnosed via ultrasound and pain. The device has been explanted and replaced.

Event description:
Patient reported removal of the device. Healthcare professional later reported right side capsular contracture, baker grade IV, diagnosed via ultrasound and pain. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported removal of the device. Healthcare professional later reported right side capsular contracture, baker grade IV, diagnosed via ultrasound and pain. The device has been explanted and replaced.